Event description:
It was reported that a crack had been observed at the base of the trailing haptic of the preloaded intraocular lens (iol) during viscoelastic material removal with irrigation and aspiration (ia) following iol implantation. The unit was prepared with ophthalmic viscosurgical device (ovd); however, the physician did experience a feeling of resistance when turning the rod of the plunger. The reporting physician completed the procedure as they considered that the observed crack would not affect the patient¿s visual acuity. There was no patient injury reported. Through follow-up we learned that no complications or additional maneuvers occurred. Ovd (type is unknown) was used and it was placed horizontally. The directions for use (dfu) were followed and the discharge of the iol occurred within one minute. The physician rotated the plunger first, and did one rotation. The injector was discarded afterwards and the patient's current status is unknown. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.